Event description:
(B)(4). It was reported that in-stent restenosis occurred. In (B)(6) 2012, the patient was referred for percutaneous coronary intervention (pci). The target lesion #1 was a 99% stenosed, type c, eccentric in-stent restenosis of an unknown stent located in the moderately calcified, non-tortuous, distal right coronary artery (rca). The lesion was 12.5 mm long, with vessel diameter of 2.5 mm, lesion bend of more than 90% degrees and timi flow of 3. The lesion was treated with predilatation using an unknown balloon catheter followed by placement of a 2.50 x 16 mm promus element stent at 10 atmospheres. Following post-dilation, residual stenosis was 0% with timi flow of 3. The target lesion #2 was located in mid rca and it was treated with placement of a 3.5x24mm promus element stent. The target lesion #3 was located in the proximal rca and it was treated with placement of a 3.5x20mm promus element stent. Two days post procedure, the patient was discharged. In january 2014, in-stent restenosis on the distal rca was confirmed. Subsequently, percutaneous coronary intervention was done to treat the event and the patient recovered.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).